Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 137 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
(B)(6) reported on behalf of the customer that the as-ifs1, airseal ifs, 120v was being used on an unknown date during a robot-assisted surgery for esophageal malignant tumors procedure when it was reported ¿during the interview with dr. (B)(6) of (B)(6) hospital, I talked about the experience with subcutaneous emphysema at his previous facility, (B)(6) hospital, and how he responded when it occurred. The time of occurrence is unknown.¿. Further assessment found that no further information is available. The procedure was completed without the use of an alternate device. There was no report of medical intervention, or extended hospitalization for the patient. This report is being raised on reported injury due to the possibility of the patient obtaining subcutaneous emphysema.